Event description:
On the initial report on 05/08/2024, the consumer stated that he had a terrible reaction to the bandages and had to go to the hospital. On the completed consumer information report (cir) received on 05/31/2024, the consumer states that the product caused him rash and scab. He states that on the first day, he felt a burning sensation. The consumer states that the issue was with the pad area. The consumer went to the emergency room.

Manufacturer narrative:
As of 06/03/2024 aso was unable to retrieve the lot number information or unused return product. Aso reviewed records of biocompatibility tests, latex screening test with no issues reported. Refer to section b.6 of this report for further details.